Event description:
Initial reporter indicated that the patient had "ongoing" infections. The patient's treating neurologist did not want to remove the vns as it has "changed the patient's life". The patient was admitted to the hospital initially and was placed on IV antibiotic therapy and IV steroids. Physician indicated in the office notes that the patient had an abscess in the left cervical area and upper chest area and new onset left-sided true vocal cord paresis. An aspiration was performed on the left upper chest abscess and cervical abscess. Another aspiration was performed in the treating physician's office at the sites two weeks later and the patient was placed on levaquin. Add'l info was attained from the implanting surgeon's office pertaining to the event. It was reported the patient has recurrent cystic lesions arising in the left upper chest adjacent to the vns generator, and a mass overlying the left clavicle which is consistent with where the stay suture is located. Several aspirations have been performed at both sites and cultures. The aspirates have revealed more of a serous drainage most consistent with a foreign body reaction. Cultures taken revealed no organisms and no white blood cells. The patient at this time will continue with intermittent aspirates with the hope that the acute inflammatory process will resolve. If the patient continues to have this foreign body response the generator may have to be placed in another location.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and the lead prior to distribution. Vns therapy system labeling lists infection as a potential adverse events possibly associated with surgery or stimulation.